Event description:
The patient was revised on (B)(6) 2022 following the primary surgery on (B)(6) 2021 due to dislocation. The surgeon explanted a humeral cup (32/9), glenoid baseplate (24), centered glenosphere (32), 2 cortical screws (24), a standard screw (30), and 3 locking screws (15mm, 20 mm and 26mm), retaining the humelock ii stem and implanted an offset head (46x18) and a double taper (0).